Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. The device was cut apart and the leak is from a "snorkel" fiber. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that during set up, a small amount of clear fluid was seen exiting from underneath the device. The leak occurred shortly after priming, the customer stated that the circuit had not been left for any considerable period of time. The device was replaced. There was no patient involvement, so no adverse effect occurred. The customer stated that they do not think this originated from the temperature monitoring port. No damage was seen to any packaging or to the device. This occurred after the device had been primed, the oxygenator was connecting to a heater cooler device and water was circulating through the heat exchanger. There was no blood in the prime just plasmalyte and heparin. There were two lots of fusion oxygenators used in the manufacture of this custom pack: 225331379 <(>&<)>  225331380.